Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 14-jul-2020, (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 14-jul-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient stated that they are not getting much relief. The patient was reprogrammed and the patient received coverage all on the left side. The patient's healthcare provider (hcp) ordered an x-ray that showed lead migration. A lead revision surgery was discussed. The patient's reprograming provided no additional pain relief. The lead revision has not been scheduled, but is planned. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a290, serial# v(B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a290, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was scheduled for a lead revision on (B)(6). It was unknown what the cause of the lead migration was.